Event description:
It was reported that upon review of remote transmission, post-paced t wave oversensing was observed. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.